Event description:
(B)(4). I was implanted with the devices, confirmed blocked and almost immediately began having horrible periods, severe cramps and much heavier flow. Had colonoscopy twice because they said it was a gi issue. Problem still there. Hospitalized last year with severe abdominal pain, all tests negative, nervous belly they said. Put on birth control to help periods, no change